Event description:
It was reported that during a meniscal repair after the t1 deployed, the t2 was simultaneously deployed.

Manufacturer narrative:
This device is used. It was returned with t1 and partial suture separated from the delivery needle. The device cycles and actuates. The suture is knotted around the implant through the notch lengthwise. This situation can inhibit the proper functions of the implants. Suture knotted lengthwise around the implant may encourage the t to pull back out lengthwise with it. Suture use factors contributed to the complaint symptom. No manufacturing issue found to support the complaint. No further investigation is warranted.